Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed after a restart. Philips field service engineer (fse) went onsite and confirmed the reported problem. After reviewing the log, longitudinal motor drive unexpected movement error was confirmed. To resolve the problem, fse replaced longitudinal potmeter. The cause of the longitudinal potmeter failure was electrical defect determined by the supplier's part analysis. After replacement of height potmeter was completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's geometry was restarting automatically, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.